Event description:
It was reported that the holding sleeve broke during a l4-l5 procedure. There were no broken pieces to retrieve from the wound. No effect to patient. Surgeon completed the procedure with no further problem.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the first thread on the distal end is partially sheared off. The remaining threads appear to be undamaged. The tip cannot be inserted into a screw due to the damage. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The damage is consistent with that noted in a previous complaint and the evaluation of that complaint noted that the condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. The breakage is due to this condition and an internal corrective action has been opened to address this issue. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for this (B)(4).